Manufacturer narrative:
Feb. 29, 2016 10:28 am (gmt-5:00) added by (B)(6): since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
No details at this time. Reported lot number cannot be validated. Updated from acct mgr - the hospital reported that during an endoscopic vein harvesting procedure, using vasoview 6 evh system the harvester stated, "I accomplished the dissection portion and was preparing for cautery with the rotating carriage. On first pass, I was unable to appreciate neither smoke nor vessel shrinkage. I switched the polarity on the device with the bipolar cable without resolution. I then changed out the bipolar cable to no avail. We switched standing bovie units also without change. Lastly, I went up to 50 on the bipolar setting as a test and also no response." A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product was discarded.